Manufacturer narrative:
B5 - it was later reported that the lens was explanted. H11 - manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was reported that a replacement lens of shorter length was implanted. (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.0/3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon reports the patient has excessive vaulting with a planned lens exchange. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.